Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. Customer reported that the device gave a remote alert of error fluostr imageds. The philips field service engineer (fse) inspect the system onsite and received operating equipment for the ippc hard drive replacement. Upon troubleshooting actions, fse found that this device was not qualified for disk replacement and no problem occurred. The system was as intended without any problem. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The fse identified that there was no problem occurred. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave a remote alert of ¿error_fluostr-imageds¿, which can impact imaging. There was no reported patient or user harm.